Event description:
The customer reported the insertion tube of the evis lucera colonovideoscope was defective and angulation was reduced. The intended procedure was completed using a similar device. The device was inspected prior to use. The subject device was cleaned, disinfected, and sterilized prior to being returned. The insertion section was wiped with clean lint-free cloths, brushes, or sponges. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
B5/d10: the information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material on the bending section cover was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope¿ as below. [Inspection of the endoscope] 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed. Evaluation found water tightness was lost due to a pinhole on the insertion tube, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, normal water supply was not performed due to clogging of the tube, the bending section cover was dirty, the bending section cover adhesive was cracked, the adhesive of the nozzle was peeling, the indication of the scope connector was peeled, the pain on the air/water and suction cylinders was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the insertion tube of the evis lucera colonovideoscope was defective and angulation was reduced. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the bending section cover had foreign material. The report is being submitted due to foreign material in the scope found during evaluation.